Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was not working properly. It was also reported that the leadless ipg was "firing". The ipg remains in use. No patient complications have been reported as a result of this event.